Event description:
A malfunction alarm was reported, associated with the code malf 9, indicating the pump was not charging. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and created an additional case to address the charging issue, with plans to follow up after 30 minutes.